Event description:
During an initial implant for a vns pt, it was reported by the implanting surgeon that a generator was connected and had diagnostic testing performed outside of the implant pocket, with results indicating no end-of-service (eos) condition. After the device was inserted into the pocket, diagnostics were performed again, but eos was now indicated. The likely scenario of the generator's being hit by electrocautery was explained to the surgeon, but he did not believe electrocautery was used after the testing outside of the pocket was completed. The potential cause of electrostatic discharge was also explained to the surgeon. The product was not implanted and has been returned to the manufacturer for analysis. However, analysis has not been completed to date. The pt was implanted with another generator.